Manufacturer narrative:
A philips field service engineer evaluated the device, confirmed the ECG v1 lead failure. The reported issue was resolved by replacing the leads ECG trunk cable.

Event description:
The customer reported 12-lead ECG v1 signal loss.